Event description:
During on-site product service, the baxter service technician found that the flogard infusion pump had low voltage in the lead acid battery. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The folgard infusion pump was serviced on-site. During visual inspection and functional testing, it was identified that the lead acid battery had low voltage. The lead acid battery was replaced in order to fix the condition. The pump passed all tests and was returned to the customer in working order.